Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Event description:
It was reported via phone call that they had a power error detected alarm. They had previously called to about a power error detected alarm. It was noted the customer was not able to clear it. They needed to rewind every time. The customer¿s blood glucose level was 11.8 mmol/l. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. No unexpected change set alert noted during testing. Pump trace download analysis confirmed the pump alarmed power loss, low battery, and power error 25. The power management tool confirmed power loss, low battery, and power error alarms are due to non-sleep anomaly software error. The pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.